Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6116820 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6116820 and found no additional product in stock. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin."

Manufacturer narrative:
Additional data: b5 corrected data: h6 (type of investigation, investigation findings, and investigation conclusions).

Event description:
Additional information was received from the provider that softer bone may have contributed to the failure.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Patient's weight was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii and their oral hygiene is listed as excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6)2022 for a primary procedure on tooth #3. During placement of the device the provider was unable to achieve primary stability. It was at that time the device was removed.

Manufacturer narrative:
G3 in the initial report was inadvertently reported as 12/30/2022, however, the correct date is 12/02/2022. CAPA 23-006. Manufacturer reference: (B)(4).

Manufacturer narrative:
CAPA 2023-0006. Patient weight was provided. Manufacture reference number: (B)(4).

Event description:
Additional information received reported the bone type as d4.

Manufacturer narrative:
Additional information: b5. Corrected information: g1, h3. CAPA ca-00016. Manufacturer reference: (B)(4).